Event description:
It was reported by the customer that when using the bd pyxis¿ medflex 1000, the cabinet was offline. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was functioning normally. A field service engineer (fse) checked the network cable, which was in good condition, and pinged the gateway and dns (domain name system) ip addresses, finding no issues. The fse disabled all usb power sleep modes and bluetooth. After verifying with the customer through a technical support specialist, it was confirmed that everything was functioning correctly. However, the station was stuck on the bio password screen and would not boot into the application. The fse replaced the cable with a newly designed sata (serial advanced technology attachment) cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.